Manufacturer narrative:
(B)(4) (the complaint bc2435-20 neonatal oxygen therapy nasal cannula is manufactured by (B)(4), for fisher & paykel healthcare). Method: the complaint bc2435-20 neonatal oxygen therapy nasal cannula was not returned to fph in (B)(4) for investigation, as it was discarded by the hospital. Our investigation is accordingly based on the photograph provided by the hospital, our knowledge of the product and previous investigations of similar complaints. Results: visual inspection of the supplied photograph revealed that the cannula tubing has detached from the right side of the nasal prong nose piece. During manufacture by (B)(4), a bonding agent is applied to the outside surface of the tube and then inserted into the nasal interface. This is a manual process. Without inspecting the complaint device, it could not be conclusively determined whether: the tube had properly bonded to the nose piece. Sufficient bonding agent had been applied to the tubing. There was any damage to the surface of the tubing. A lot check revealed no other complaints of this nature for lot 151005. Conclusion: we were unable to determine the cause or nature of the detachment as reported by the hospital.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that a bc2435-20 neonatal oxygen therapy nasal cannula had broken apart, with the cannula tubing detaching from the prongs. No patient consequence was reported, with the hospital stating that 'the child feels well.'